Event description:
Reportedly four patients contacted urinary tract infections while utilizing the drain bags. The patients were treated with antibiotics and no further medical treatment was required.

Event description:
Reportedly four patients contracted urinary tract infections while utilizing the drain bags. The patients were treated with antibiotics and no further medical treatment was required.

Event description:
Reportedly four patients contracted urianry tract infections while utilizing the drain bags. The patients were treated with antibotics and no further medical treatment was required.

Event description:
Reportedly four patients contracted urinary tract infections while utilizing the drain bags. The patients were treated with antibiotic and no further medical treatment was required.